Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for endoscopic vein harvesting procedure, hemopro 2 extension cable did not plug in correctly to the back of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for endoscopic vein harvesting procedure, hemopro 2 extension cable did not plug in correctly to the back of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Evidence of clinical use was observed. A visual inspection was conducted. It was observed that one of the connectors had a bulge on the outer surface collar. On detailed inspection under the microscopy, it was observed that the interior part of the connector collar was melted which resulted in a bubble like shape at the exterior surface of the collar. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the non defective connection end of the extension cable. The device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. The non defective connection end was evaluated 5 times. Then the arrows on the hemopro 2 and the defective connector jack were lined up. The device could not be connected because of the presence of the bulge on the surface of the jack. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed

Event description:
The hospital reported that during preparation for endoscopic vein harvesting procedure, hemopro 2 extension cable did not plug in correctly to the back of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for endoscopic vein harvesting procedure, hemopro 2 extension cable did not plug in correctly to the back of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.